Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l5jy, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s previous implant had stopped working properly/stopped giving them results and they discovered that it was because there was a break in the lead wire, so the device was replaced. It was noted that the broken lead wire had to have been in (B)(6) 2018, and the device not working properly was noticed a couple months prior to discovering the lead break. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.